Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the alleged bard/davol device used to treat the patient. Patient contact information could not be provided, as such davol cannot request additional details. Based on the limited information provided at this time, no conclusions can be made. The lot number provided is invalid for a bard/davol product. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to davol by an FDA contact. It is reported that in 1996 the patient was implanted with a "marlex" mesh to treat a hernia. It is alleged that within one month of implant the patient began experiencing issues with pain. As alleged in 2009 the patient underwent two surgeries. It is reported that one of the 2009 surgeries was to remove a piece of her colon. No information was given regarding the second surgery in 2009. Also reported is that the patient was having seizures and that she believes that her body rejected the device, it migrated, and began to erode. The FDA contact stated they reached out to the complainant but received no response. No additional information is anticipated at this time.